Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer had high blood glucose of 600 mg/dl, which was treated with manual injection. Customer required more training on insulin pump. It was reported that customer received a no delivery alarm but believes it was user error as customer did not remember to do things. Insulin pump was not available for troubleshooting. It was also reported that cannula was bent. Caller was advised that infusion set was needed for analysis.